Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, oversensing was observed on iegm on right ventricular channel. No intervention was performed. Patient condition was fine.